Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy. It was reported that the device was not able to power on as it had not been functional for two years. No symptoms were reported. No further complications were reported. Follow up was conducted.